Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy. It was suspected that the arrhythmia is an atrial flutter/fibrillation with rapid ventricular rate. Programming changes were done. Patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.